Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked at left side of grip from threads to case seal. The battery cap was also stripped and was unable to secure tightly to power on the pump. A test battery cap able to secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment threads were stripped. It was noted that the battery cap was "gritty." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.